Event description:
It was reported that during a hemorrhoidal stapling procedure, the device did not staple all the way around. The procedure was completed by hand-suturing. There was no reported patient consequence.